Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this complaint was received for examination. Visual examination of the device found 2 prongs from the tip broken off. The broken prongs were not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the tightening process of the acetabular screw, the most distal end of the articulating screw driver was broken off into the screw head. We were unable to remove the broken end from the screw and had to use a metal cutting burr to cut the screw driver tip to be flush with the cup. The case was delayed for ten minutes while we found an appropriate solution to removing the driver tip. There was no harm to the patient and the rest of the articulating driver was removed from the surgical field immediately. I do not have any more information regarding this situation.